Event description:
It was reported that the patient fell. As a result of that the lag screw started loosening and migrated into the pelvis minor. A revision surgery became necessary.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported in a supplemental report.